Event description:
Pt used hemosense inr ratio device with test strip with lot number "060218b" and date "2007/7" to test pt/inr for coumadin therapy. After using 1 test strip with above lot number, and shortly inserting a drop of blood on the test strip window for testing, a "code error 141" appeared on the monitor. This was after the blood was analyzed by the equipment. Pt used another test strip and obtained the same results, "code error 141" appeared on the monitor. Pt has chronic artery disease and is diagnosed with heart failure. Maintaining the right pt ratio -between 2.5 - 3.5- is essential in sustaining life and preventing stroke or sudden death. Testing should be done at least 3 weeks apart to monitor any changes in blood clotting rate and/or adjust coumadin dosage accordingly to achieve proper range. Pt is active -still working- and often travels out of town in the conduct of performing his job. Having equipment that provided accurate readings is essential to maintain quality of life and avert sudden death. If equipment gives inaccurate readings, pt can adjust coumadin dosage to compensate for perceived low or high ratio and risk bleed from too much coumadin in blood system or stroke from blood clot.